Manufacturer narrative:
(B)(4). The device is currently shipping from user facility to (B)(4) for investigation. A follow-up report will be provided when the examination results are available.

Manufacturer narrative:
(B)(4). Result of examination performed by our sales organisation in (B)(4): the log files are consistent with the normal performance of the infusomat space pump. From the information provided by the hospital and the log files of the device, it appears that the device operated as expected, and our findings show that the device did not contribute to the reported incident. The device performed according to manufacturer specifications.

Event description:
As reported by the user facility ((B)(4)): the pump has incorrectly infuse. A (B)(6) baby received 11mls of dextrose in 2 hours instead of 2.2mls. The burette reads initially 20mls then within 2 hours it is at 9mls, volume hyperglycaemic with that.